Manufacturer narrative:
A philips technical consultant (tc) went to the customer's site and confirmed the reported issue. The tc indicated examination of sound card configuration of the system showed that secondary system hd sound card was the default sound card, so alarm sounds could not be played on the speaker. The tc disabled the secondary high-definition sound card in the system and enabled rp5800 philips serial card as the default and verified that alarm sounds are heard by user. The device remains in use at the customer's site.

Event description:
The customer reported alarm sounds are not being heard at the nursing station. The device was reported to be in clinical use. No adverse event to the patient or user was reported.